Event description:
While doing knee surgery, the tip of the device explodes, causing charring of the tissue. The doctor said that it looked like the reflective portion of the fiber exploded. He had to remove a small piece of the fiber from the area. Although there was no death, or serious injury as a result of this incident, the doctor believes a recurrence could cause permanent damage, depending on where the surgery was being performed.